Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing at an office visit. There was no pt manipulation or trauma at the device site that may have contributed to the reported event. X-ray views of the device have been taken and sent to the MFR to assess the integrity of the system. Review of the x-rays by the MFR did not reveal any acute angle or gross lead discontinuities in the portions of the lead body assessed. However, a lead discontinuity in the portions of the lead body that could not be assessed cannot be ruled out. The lead connector pin could not be visualized past the connector block; therefore, it is unk if it is fully inserted. The presence of an inadequately inserted connector pin could be contributing to the reported high lead impedance event. The pt's device has been programmed off as a precautionary measure. Diagnostic tests performed on the device revealed proper device function on (B)(6) 2010. Further review of the generator's programming history revealed that the increase in impedance occurred approx on (B)(6) 2010. The generator is not currently at end of service. The pt is not experiencing any adverse events due to loss of therapy from the reported event. The pt is currently on hold for interventions.